Manufacturer narrative:
The technician found bent pins in the nurse call pendant connector. The technician replaced the nurse call pendant to resolve the issue.

Event description:
Technician alleged that the nurse call bell does not work. No pt impact.